Event description:
It was reported that the pt was reluctant to accept stimulation during programming session at the center. Further, the pt reportedly experienced overstimulation or non-auditory sensation while using the implant. Testing confirmed that the device was functioning. A reimplant or explant surgery is recommended. Advanced bionics will provide a supplemental report when more info becomes available.